Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-may-2019 with the following findings: a review of the black box showed dates from (B)(6)2019 to (B)(6)2019. The black box and histories for the issue reported on (B)(6)2018 have been overwritten due to continued use of the pump. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user at 7:45 pm on (B)(6)19. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. All boluses performed during testing were accurately recorded in the pump history. The pump passed the delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was missing bolus records. This complaint is being reported because the alleged issue indicates inaccurate deliveries. There was no allegation of an adverse event associated with this complaint.